Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal markerband. As per athletis specification the rated burst pressure for this device is 34 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.